Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a patient in the cath lab. The iab was prepped and inserted, just after insertion blood backed up into the catheter. The iab was removed and iabp therapy was discontinued. The patient stabilized and did not require further iabp therapy. There was no reported patient death, injury or complications. There was an interruption / delay in iabp therapy with no harm to the patient reported. Medical/surgical intervention was not required. More information received on (B)(6) 2015: the iab was inserted for 15 minutes prior to the event. The patient outcome is fine.

Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is not confirmed. No product was returned for evaluation. The cause of the original complaint is undetermined.

Event description:
It was reported that the event involved a patient in the cath lab. The iab was prepped and inserted, just after insertion blood backed up into the catheter. The iab was removed and iabp therapy was discontinued. The patient stabilized and did not require further iabp therapy. There was no reported patient death, injury or complications. There was an interruption / delay in iabp therapy with no harm to the patient reported. Medical/surgical intervention was not required. More information received on 06/17/2015: the iab was inserted for 15 minutes prior to the event. The patient outcome is fine.